Manufacturer narrative:
The hydromark breast biopsy site marker is made of a resorbable hydrogel that expands with fluid and is then resorbed. The hydrogel material is visible under ultrasound. Embedded in the hydrogel is a coiled metallic wire that will be permanently visible under x-ray and MRI when the hydrogel is resorbed. The hydromark biopsy site marker is a permanent implant and is not intended to be removed unless the marked tissue is determined to require surgical removal. According to the reporter, the patient required a biopsy as a result of a routine pre-operative screening mammogram before breast reduction procedure. The event happened after clip placement/biopsy site marking. The event occurred using stereotactic (st) deployment, using hologic atec vacuum assisted biopsy (vab). The marker deployed on (B)(6) 2024 successfully however, after a couples of days, redness, pain and swelling was observed by the patient. Prior to deployment, iron was disclosed as an allergy. The procedure was completed. During the patient's breast reduction procedure on (B)(6) 2024, hook wire was placed to ensure the marker clip was removed. Marker removal was not the goal of the surgery. The device was not returned for evaluation. The root cause was traced to non-device related factors. Based on the information available it is most likely the adverse event was related to the patient condition.

Event description:
According to the reporter, the patient required a biopsy as a result of a routine pre-operative screening mammogram before breast reduction procedure. The event happened after clip placement/biopsy site marking. The event occurred using stereotactic (st) deployment, using hologic atec vacuum assisted biopsy (vab). The marker deployed on (B)(6) 2024 successfully however, after a couples of days, redness, pain and swelling was observed by the patient. Prior to deployment, iron was disclosed as an allergy. The procedure was completed. During the patient's breast reduction procedure on (B)(6) 2024, hook wire was placed to ensure the marker clip was removed. Marker removal was not the goal of the surgery.